Manufacturer narrative:
The vacuum regulator base, continuous vacuum switch, vacuum regulator module, and gauge were replaced to resolve the reported issue. Customer reports no patient information available.

Event description:
The hospital reported a malfunction causing a loss of suction. There was no report of patient involvement.